Event description:
It was reported that the device failed to recognize cassettes and triggered an alarm stating, 'high flow admin set required.' Additionally, the power button was damaged, and the customer noted that the batteries were draining too quickly. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal, a delaminated upstream occlusion (uso) seal as well as a defective dso sensor. The dso sensor and dso/uso seals were replaced to fix the issue.